Manufacturer narrative:
The reported event of (B)(4) 8100 safety clamp open alarm file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. Review of the source device s/n (B)(4) service history showed the device had a manufacture date of 10/18/2011. A review of the device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has been previously returned for failing the infusion rate after completing a recall, an unrelated issue. Review of the qn database was performed beginning from the date of manufacture through present.. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The database showed a quality notification was not opened for the source device.

Event description:
(B)(4). Customer called experiencing the safety clamp open alarm on their 8100. It was observed the door latch sear was bent on the door latch. Recommended customer replace the door latch sear.